Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 457 mg/dl. The customer had symptoms such as nausea and was treated with 14.7 units of insulin. Customer's blood glucose value was 541 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on the morning of the phone call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer declined checking site or insulin issues. The customer declined to check device settings. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.